Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance of greater than 2500 ohms and a possible fracture. There will be more frequent follow up visits and the rv lead is still in use. No patient complications have been reported as a result of this event.